Manufacturer narrative:
At this time, the lead remained capped and implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were exhibiting noise that was oversensed causing pacing inhibition greater than two seconds. There was then episodes of mv oversensing that also had pacing inhibition. The patient was not feeling well, and the underlying was only 30 bpm. The lead was surgically capped and replaced, and the pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.